Event description:
It was reported that: "it was reported through the attorney for the pt, as a result of a legal claim, that "the pt alleges failure of his hip prosthesis."

Manufacturer narrative:
The info in this report was provided by (B)(4). No add'l info is available at this time. The devices are not available due to the ongoing litigation.